Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had issues charging their implant and the issue began they would guess 6 months ago. Patient would have to sit perfectly for 2 hours then they would have to charge the controller for an hour or an hour and a half. Patient would also get the replace controller unit message. Patient would lose all data and have to reset the date (agent understood this as memory problem message). The implant would only charge up to 50% as well and they would be charging the implant for 2 hours. Patient would get a reposition screen if they moved just a fraction. During the call patient reset the controller and cleaned the controller and recharger pins. There were no damages in the controller port and recharger. Patient plugged the recharger and got excellent. Controller was at 70% and implant was at 30%. Patient was not using their belt and agent suggested to use the belt but patient mentioned there was no difference whether or not they used the belt. Patient had the paddle pushed against the back of the chair then they leaned toward their knees to avoid leaning the paddle. Patient saw crna (B)(6) for their implant. Agent called patient back to troubleshoot after an hour. The controller was at 40% and the implant was at 60%. A replacement recharger telemetry module (rtm) was sent out. Patient also mentioned their implant had moved in their back which also started about 6 months ago. The representatives recommended to replace the recharger to see if the charging issue would resolve. Patient mentioned they had about 3 years before their implant needed to be replaced. Patient mentioned they had sleep apnea and had to sleep on their side or stomach. Patient mentioned they couldn't run the implant when they were sleeping and it drove them crazy even in a low setting. Patient didn't sleep on their back and they had back pain right over the implant. Patient mentioned the pain would go away if the massaged the area or if they moved around. Patient mentioned the implant would be pressed on their nerve if they had a long driving trip. Patient had x rays done and they thought it was more of a pocket problem. Patient didn't have that feeling before and rarely knew the implant was back there. Agent advised patient to use their belt and redirected patient to their hcp if the replacement recharger didn't resolve the issue. Additional information was received from the rep stating the information been confirmed/provided by the physician. They do not recall or remember as they were not notified of this complaint.